Event description:
It was reported that during a hand assisted spleen procedure, the lap disc broke. It separated from the bottom ring and the lap disc broke. It separated from the fottom ring and ripped into two pieces. The physician was not useing any type of metal retractors or other metal devices around the disc.